Event description:
A customer experienced multiple negatively biased troponin I pt results. A biased result of the magnitude obtained might cause a physician to react inappropriately, or not at all. There was no report of pt harm as a result of this event.